Manufacturer narrative:
Details such as patient and device information was not provided as research was done retrospectively.

Event description:
It was reported through a literature review article that an abbott cardiac implantable electronic device may be related to increased perioperative cardiac events occurring with improper interrogations of implantable devices. An adverse event of torsades des pointes was documented perioperatively. Methods of resolving the issue was not resolved and will not be provided as this research was done retrospectively.